Event description:
Hcp reports the pt presented in 2004 with shocking in the low back and burning around the pump site. The pt previously had a spinal cord stimulator implanted. The therapy was unsuccessful so a pump was implanted. It is unk if the stimulator system was explanted. The current plan is to decrease the intrathecal medication and eventually "shut it down." The pt will then be treated with oral medication. The pt is "managing o.k." Now.